Manufacturer narrative:
Insulin pump was unable to vibrate due to broken vibrator black wire. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no blank display, failed battery test and weak battery alarm noted. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and severely scratched display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a vibrate anomaly and a motor error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a recurring motor error alarm and the vibrate mode stopped working. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer confirmed that the insulin pump did not vibrate during vibrate test. Customer also reported battery alarm issues and troubleshooting was performed and completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.